Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The subject event can be detected and prevented by implementation in accordance with below instructions for use (IFU): instructions, operation manual for gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during an unknown procedure, the colonovideoscope image was temporarily blacked out but was able to be restored. Afterwards, the condition recovered, and the procedure was completed without changing the scope. The device was returned for evaluation. During the device evaluation, foreign material in the nozzle was found, which constitutes a reportable malfunction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, but the customer's allegation was not confirmed. The device evaluation found water tightness was lost due to a pinhole on the channel tube, the up direction angulation was out of specification, the up/down knob was out of standard value, the adhesive on the protective coating of the bending portion of the device was chipped and discolored, the water removal function was insufficient, the flexibility adjustment function was not working, scratches were found on the universal cord, camera cover, and connecting tube, the scope connector was cracked, the adhesive around the objective lens was peeled and discolored, and the adhesive around the light guide lens was peeled and discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.